Manufacturer narrative:
(B)(4). Additional information: during follow up it was reported that the patient had recovered from this peritonitis event.

Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). Extraneal therapy was ongoing. The patient experienced a gastrointestinal infection and uti for three to four days. The patient experienced peritonitis. The cause of the peritonitis was the gastrointestinal infection and uti. The patient was treated with injection (inj). Cefepime (1gm, once daily, and route not reported) and inj. Vancomycin (2gm, stat, and route not reported) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.